Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, the pacemaker header had inadequate insertion seen when the terminal pin was not able to be advanced past the set screw. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was completed. No device problem found.